Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with erased history file, unable to confirm e70 error alarm due to erased history file. The insulin pump has cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. During troubleshooting, customer was able to deliver insulin with no motor error alarm returned. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.